Event description:
It was reported that during an angioplasty procedure, the tip of the guidewire detached and remains in the patient. Issues with the guide catheter seating and support were also reporte.d the target lesion was an in-stent restenosis of a tight and highly diseased right coronary artery (rca). The physician used excessive torque to advance the pt2 guidewire through the in-stent restenosis. The tip of the wire fractured inside the distal rca branch. The tip of the wire was left in the patient and it is unk if retrieval attempts were made. The procedure was successfully completed with another pt2 guidewire. A mach 1 fr 4 guide catheter was also used in the procedure. No patient injuries or compications were reported. Patient status is reported as 'ok.'

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.